Event description:
The lay user/pt contacted lifescan alleging the meter casing is broken and makes a clicking noise when you press on the casing. The issue was not resolved with troubleshooting. There were no allegation of harm or injury. Replacement products were sent to the pt.